Manufacturer narrative:
Medtronic received additional information that there was no damage noted on the instrument or disposable. There was no visual, audible, or performance abnormalities. Medtronic received additional information that the leak was from drain tube which is part of design of device to let blood drain if spill in bowl. It is unknown if consumable was damaged, but blood must have leaked in bowl or it would not have drained from tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continued from h6: eval code method (fdm/annex b) updated, as confirmation was received that the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of an autolog instrument and an autolog wash kit, it was reported that a leak was observed from the bottom of the unit. There was no patient impact associated with this event. Medtronic received additional information that there was no damage noted in the instrument that led to the spill. There was no visual, audible, or performance abnormalities. It was stated that the device has a drain tube that evacuates any possible fluid leak in the bowl. The device was created this way for bowl cleaning and bowl leak draining.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.